Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed cs 054 call service alarms, which may cause the display screen to be blank for several minutes; however, no unexplained pump reboots were observed. During testing, the returned battery cap secured properly to the pump to maintain power; a power loss was not duplicated. No damage was found to the battery compartment. The pump was exercised for 24 hours with no power loss or call service alarms observed. The pump case was removed, and no damage was found to the power circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.